Manufacturer narrative:
Product analysis#: visual and optical inspection did not reveal any damage to the head or the threads of the screw. The saddle has some wear and indentions on it from the seating and tightening of the rod. Functional check with a sample break off screw confirmed the screw would thread into the head without any issues. The implant appears to function as intended. No fault found. H6: fdp, fdm,fdr and fdc updated as per new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product is not returned at the time of this report. Analysis report will be attached to supplemental report once product is received back and analysed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of pressure ulcer. It was reported that patient had symptoms of pressure ulcer due to that the rod was broken and ba nut came off post initial surgery done on (B)(6) 2019. Hence revision surgery is planned . During revision surgery, it is found that set screw was broken and nut came off for break off set screw and multi-axial screw. The screw was removed and debridement was performed. Patient achieved solid fusion. Device is explanted and it will be returned. There were patient symptoms or complications as a result of this event. Pressure ulcer developed on the left of s2ai. The rod was broken at just above the right l5. The nut came off at left s2ai, which caused pressure ulcer. In the re-operation, debridement was performed for the pressure ulcer part, and resection was also performed. Loosening of the screw at right s1 and two screws at s2 was confirmed during the re-operation. There was no information about the occurrence of neurological symptom from the patient. According to the physician's opinion, it was said that the rod was broken and it became unbearable, and the nut came off. Type of procedure is screw removal.

Manufacturer narrative:
H6: fdm and fdd updated as per new information received. H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.